Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device review: the device was not returned to the MFR for physical eval. The customer was unable to provide the MFR with the lot number of the liberty cycler set, single connector dl used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found three lot numbers shipped to the customer during that time period. All product has been sold and distributed, therefore an eval of a sample from the same lot(s) cannot be performed. The batch production records for these lots were reviewed. The batch records confirmed that released product met specs, and documented mfg process controls were within specs. Per the documented product investigation, there was no indication that the fresenius liberty cycler set, single connection dl caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis patient's spouse reported the patient was admitted to the hospital with a diagnosis of peritonitis. Exact date of hospitalization was not reported.